Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead had exhibited a gradual increase in impedance measurement from 600 ohms to 1678 ohms along with intermittent high thresholds of 7.5 volts and loss of capture. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the cardiac resynchronization therapy defibrillator (crt-d) and rv lead were explanted. No additional adverse patient effects were reported.